Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not receiving benefit from the device. No accident or trauma is reported. A re-implantation with bone conduction implant is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductor link due to minute device mobility seems very likely. However, to determine an exact root cause a device investigation would be necessary. A device investigation will be performed as and when the device is explanted and received for investigation.

Event description:
The patient is not receiving benefit from the device. No accident or trauma is reported. A re-implantation with bone conduction implant is considered, however a date has not been scheduled yet.